Manufacturer narrative:
(B)(4).

Event description:
The thermacor 1200 infusion system was used at (B)(6) on (B)(6) 2020. The hospital noticed the initial cassette had a twisted return line which caused limited flow for priming. The disposable cassette was changed out with a second cassette. After the surgery was completed, the hospital notice the second cassette was leaking from the bottom of the cassette. Both cassettes were from lot 313923. The cassette with the kinked return line was returned for investigation. It was determined that the yellow luer lock screw was tightened incorrectly. The yellow luer lock screw should be used to tighten but instead it appears that the clear base underneath was tightened. It appears that this incorrect tightening caused restricted flow. The second cassette, causing the reportable event, was not returned for investigation; however, based on the pictures submitted by the hospital, it appears the roller pump door tubing may have been pinched causing a leak at that area of the cassette. The surgery was delayed slightly due to the changing of the cassettes; however, no patient injury was noted. No issue has been noted for this lot of cassettes in the field.